Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: the safety mechanism did not work and the needle was kept exposed. This issue occurred twice.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1314412 . Medical device expiration date: 31-oct-2024. Device manufacture date: 11-nov-2021 . Medical device lot #: unknown . Medical device expiration date: unknown . Device manufacture date: unknown. (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received an 22 gauge insyte autoguard blood control unit from lot 1314412 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was not fully retracted. Next, the device was inspected under a microscope and it revealed that there was some adhesive attaching the grip to the needle hub preventing successful retraction. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: the safety mechanism did not work and the needle was kept exposed. This issue occurred twice.